Manufacturer narrative:
Investigation summary: this complaint was received from a patient who reports that they were sent home with an express mini drain (p/n 16400, l/n unk) which remained in use for 6 weeks. They did not allege any device malfunction, but expressed dissatisfaction with the design of the drain and also pointed out that the website printed on the front of the drain was not functioning. The comments about the drain design are listed below. Whoever decided it was a good idea to put the front plate on that extended below the base of the unit didn't think that it would mean that the unit cant stand upright on its base. So if I¿m sitting or lying down is still has to be supported as it¿s unstable. There appears to be no reason for the plate to extend these extra few mm and it adds to the stress and discomfort of living with the product. The hook that is supposed to hold it is a sloppy design that doesn't even look like it was supposed to go with this particular unit, and although it looks like a thinner piece of plastic in the middle should allow it to fold over when not in use, it doesn't, it catches on the tubes, gets tangled and generally the design is such that it comes off or catches when trying to get it lined up. The red plastic ¿top¿, the blue plastic clip and the corrugated top to the tubing might well be needed in some circumstances but yet again add to the tubes getting tangled and the unit being difficult to manage. I¿m sure there¿s a good medical reason for the tube to be the diameter it is, but the material used for it means it continually twists and loops when not fully extended. I often need to carry it around in a shoulder bag and so the loops in the tube are unmanageable and in danger of catching on objects around me. That the unit is single use rather than able to be emptied is not only appallingly unsustainable, but it means that it needs me to visit the hospital for it to be replaced by a new one far more often than I would otherwise need to make the journey. The other drain I need to wear ¿ which is nowhere near as cumbersome and stressful to use ¿ is emptied as required by the visiting community nurse whereas this drain gets heavy and even more tiring and difficult to manage. It was confirmed that the website printed on the drain was not functioning and has since been corrected. The patient's product feedback has been provided to atrium's product engineering team for review. The express mini 500 drain is intended to be used in a clinical setting that is set up to accommodate the features of the drain. It is not intended for outpatient use. This complaint is confirmed, however a device nonconformance is not confirmed. The cause of this complaint is the outpatient use of the drain, which is considered to be a use error. This type of complaint has been thoroughly investigated and is known to be cause by user error so further DHR review is not required to understand the issue. The lot number of the device was not provided, so a DHR review would not be possible. The IFU provides adequate instructions for the setup and use of the drain, as well as instructions about the intended users and environments.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Customer care us received email from home patient stating: I am a user of one of your products I have been discharged following surgery on my right lung¿s pleural space. This means I need to use one of your chest drains, the atrium express dry seal chest drain. I have been living with this drain for six weeks. There are several points I want to make about this product. The front plate that extended below the base of the unit, so can¿t stand upright on its base. So if I¿m sitting or lying down it still has to be supported as it¿s unstable and it adds to the stress and discomfort of living with the product. The hook that is supposed to hold it is a sloppy design, it catches on the tubes, gets tangled and generally the design is such that it comes off or catches when trying to get it lined up. The red plastic ¿top¿, the blue plastic clip and the corrugated top to the tubing might well be needed in some circumstances but yet again add to the tubes getting tangled and the unit being difficult to manage. I¿m sure there¿s a good medical reason for the tube to be the diameter it is, but the material used for it means it continually twists and loops when not fully extended. That the unit is single use rather than able to be emptied is not only appallingly unsustainable, but it means that it needs me to visit the hospital for it to be replaced. Using this drain has added stress, discomfort and exhaustion.